Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 26, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced performance decrement, intermittencies and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 31, 2023.

Event description:
Per the clinic, the recipient developed some swelling at implant site on (B)(6) 2023. The patient was then prescribed a course of oral antibiotics for precaution.

Manufacturer narrative:
This report is submitted on february 3, 2023.